Event description:
It was reported, the patient experienced nausea, vomiting, diarrhea. A few weeks later, a motor stall was confirmed. The stall was listed on session report under the current pump settings. The stall was not listed under the pump status after it was updated. The hcp planned to bring the patient back to check the logs again. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).